Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device, on (B)(6) 2019 data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.